Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative on (B)(6) 2017 regarding a patient receiving morphine (unknown concentration at 1mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that an infection occurred at the pocket site with redness and drainage. The doctor and nurse practitioner looked at the site, and it was noted that the wound was open and the pump was easily seen. The whole system was removed on the date of report. The issue was unresolved at the time of report. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue. The patient's status was alive - no injury, and no further complications were reported or anticipated.